Event description:
Caller reported an error with the continuous glucose monitoring system, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer support provided the caller with instructions for resetting the pump. After the reset, the pump no longer displayed the error code, and the caller successfully started a new sensor session.